Manufacturer narrative:
Received one used and two unused z0020, 109" 15 drop clave w/remv 3 gang 1o2 primary sets lot# 27-764-he. The used set was only the 1o2 manifold. Lot review showed no anomalies with this production. Investigation: the distal port of the used exhibited retrograde leakage at 5 psi and the other two ports did not leak. Sample one of the unused units exhibited retrograde leakage at the distal port at 5 psi and the other two ports had no leakage. Sample two exhibited no retrograde leakage at any ports. Based on these investigation results a continuous improvement team was initiated to further evaluate and determine product performance enhancements to address these type of intermittent component (flow/leakage) issues.

Event description:
Leaking at or around the 3 port 1o2 manifold. Customer does have one affected manifold to return and two unused units. There were no adverse patient consequences reported.